Manufacturer narrative:
Philips service replaced the f10 fuse and mpdu replacement assembly, restoring the system to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on due to a short circuit in the mpdu on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.